Manufacturer narrative:
(B)(6). (B)(4).

Event description:
A customer reported an event of a "strong mist and oil leak" emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The fse tightened the loose thumbscrew of the oil mist filter and cleaned the oil residue to resolve the haze/mist and oil leak issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist and oil leak issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist and oil leak issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of this issue. The assignable cause of the haze/mist and oil leak issue is the loose oil mist filter thumbscrew. The field service engineer tightened the loose thumbscrew of the oil mist filter and cleaned the oil residue and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).